Manufacturer narrative:
On (B)(4) 2010, a rep of the company was informed by the facility that they were having connection issues with a catheter. In discussions with the facility staff it was determined that the issue could be attributed to improper technique used when attaching the device to the afterloader by temporary physicists that were not accustomed to using the savi device and the nucletron transfer guide tubes. It was discussed that an applicator in a pt currently under treatment had a kinked catheter as a result and that it was "mended" by attaching a piece of tubing that would serve as a conduit for the afterloader source wire to pass. The following day it was reported to the company's rep that there was a possibility that the source wire had exited the catheter at the point of one of the attempted "repairs" and resulted in the possibility of unintended exposure. The company rep reported this incident and obtained pictures of the device in question. On (B)(4) 2011, rep from the company traveled to the reporting facility to review the incident and inspect the device. The radiation oncologist reported that the pt had been seen twice since the incident and there were no skin sequelae. The medical physicist presented the device for inspection and it was observed that one catheter had two separate breaks (caused by improper connection technique) that had been "repaired" by the facility. If the source wire exited, it would have occurred at the repaired location. There were no catheter ruptures observed. The device has not been returned to the company for complete eval.

Event description:
As reported by user facility in (B)(4): pt was undergoing brachytherapy with savi applicator. The pt was on the second to last fraction of exposure when a rupture to one of the catheters was noted. This resulted in the radiation source to possibly brush against the patient's skin. Treatment was completed without difficulty. The pt was evaluated and on following eval there did not appear to be any skin sequelae from the catheter rupture.